Event description:
Pt received a couple of syringes which the rubber end of the plunger is not fitted properly. Thus its difficult to measure the proper dose and there's a potential of sterility being compromised.